Event description:
On (B)(6), 2010, this pt was treated for a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. While removing the gore dryseal sheath, the pt's right iliac artery ruptured. Intra-operatively, the sheath experienced resistance and tortuous anatomy. The physician stated spasms and tortuosity were possible contributors to the iliac rupture but did not attribute the rupture to the sheath. Intra-operative CT was unable to determine the exact size of the pt's iliac arteries. The iliac ruptured at the bifurcation at the hypogastric artery. The physician performed a right iliac to right femoral bypass using a propaten graft which treated the rupture. On the pt's left side, a balloon was in the artery when the rupture occurred and a clot formed and embolized on the left leg. On (B)(6), 2010, a successful thrombectomy was performed to treat the clot.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore.